Event description:
The customer reported to olympus, the elevator, and instrument channels of the evis exera ii duodenovideoscope tested (B)(6) for micrococcus species and enterococcu faecalis. The flushing and brushing of the scope elevator and instrument channels were routinely sampled four times. No patient infection or harm was reported.

Manufacturer narrative:
The customer provided the reprocessing procedure for the scope. The scope passed adenosine triphosphate (atp) testing and was not ethylene oxide (eto) sterilized. Olympus acecide, enzol, and (B)(6) were used as the cleaning and disinfectant solution with the endoscope. The minimum effective concentration was checked before each scope cleaned. Olympus oer (sn (B)(4)) was used for the automated endoscope reprocessor (aer) of the scope. The endoscope channels were brushed with a hedgehog (boston scientific) (B)(4) and olympus (B)(4) soft brush during manual cleaning. Pre-cleaning with air and water flushes using enzymatic sponge was performed immediately after a procedure. The endoscope was leak tested using ims leak tester (B)(4) (sn (B)(4)) prior to manual cleaning. The last preventative maintenance was on feb 2, 2021 and feb 1, 2022. The last reprocessing in-service conducted by an olympus endoscopy support specialist was in may of 2021. There were no changes in the facilities reprocessing personnel since the last on-site visit by an olympus ess. All reprocessing personnel were trained on how to properly reprocess an endoscope. The endoscope was being stored in a steris scope cabinet. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The suspected device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
The customer provided the reprocessing procedure for the scope. The scope passed adenosine triphosphate (atp) testing and was not ethylene oxide (eto) sterilized. Olympus acecide, enzol, and alcohol were used as the cleaning and disinfectant solution with the endoscope. The minimum effective concentration was checked before each scope cleaned. Olympus oer (sn (B)(4)) was used for the automated endoscope reprocessor (aer) of the scope. The endoscope channels were brushed with a hedgehog (boston scientific) sbd-289 and olympus maj-1888 soft brush during manual cleaning. Pre-cleaning with air and water flushes using enzymatic sponge was performed immediately after a procedure. The endoscope was leak tested using ims leak tester zutr-1003 z (sn (B)(4)) prior to manual cleaning. The last preventative maintenance was on feb 2, 2021 and feb 1, 2022. The last reprocessing in-service conducted by an olympus endoscopy support specialist was in may of 2021. There were no changes in the facilities reprocessing personnel since the last on-site visit by an olympus ess. All reprocessing personnel were trained on how to properly reprocess an endoscope. The endoscope was being stored in a steris scope cabinet. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The suspected device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the elevator, and instrument channels of the evis exera ii duodenovideoscope tested positive for micrococcus species and enterococcu faecalis. The flushing and brushing of the scope elevator and instrument channels were routinely sampled four times. No patient infection or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of olympus ess visit, third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where multiple defects were noted. A third party repair was noted, the inner wall of the biopsy channel and the distal end were scratched, the universal cord, and insertion section were stained, and the suction channel and biopsy channels were kinked. However, these defects alone are not considered severe enough to cause a potential adverse event. The subject device was sent to a third party lab for testing. The below testing was completed 25feb2022: - biopsy channel (ch)/ suction ch: enterococcus faecalis - air/water ch: no growth - insertion section: staphylococcus capitis - distal end/ forceps elevator: enterococcus faecalis, enterococcus casseliglavus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. It is likely that the subject device was not reprocessed according to the device instructions for use (IFU). The ess confirmed at the reprocessing in-service that the brushing method of the forceps elevator by the facility deviated from IFU. This is likely because the staff at the user facility was insufficiently trained on device handling and reprocessing in accordance with IFU. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.